Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a symptom of vomiting and self-presented to an emergency room (ER). A healthcare professional (hcp) took a blood glucose reading of 766 mg/dl on an hcp meter. The customer was sent to the intensive care unit (ICU) and given insulin (type/dose unspecified) for treatment for the diagnosis of hyperglycemia. The length of hospitalization is unspecified. There was no report of death or permanent impairment associated with this event. A sensor result of 80 mg/dl was compared to an adc meter 500 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to unspecified reason. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.